Event description:
It was reported that it was noticed on the patient's device settings that the data collection was turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.